Manufacturer narrative:
Additional information: d10,g4,h2, h3, h6 & h10. The reported event of deformity upon deployment could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. Investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020 a 10mm amplatzer septal occluder was chosen for procedure. During the procedure, the user reported that the occluder presented with a "bulbous" shape during the attempt to place the device. The physician exchanged the device with another occluder to complete the procedure. No adverse consequence to the patient.